Event description:
It was reported that during ventilation, the ventilator generated a technical error code indicating a power error. Patient outcome is unknown. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board and dc/dc pc board has been completed. The pc boards were replaced out of precaution by the field service engineer. The returned pc-boards were installed in a reference system for simulated use testing. Ventilation ran for 4 days without any issue and pre-use check passed. The reported issue was not reproduced. Electrical and visual inspection did not reveal any defects. An evaluation of the received logs confirms the reported issue. Ongoing ventilation was unaffected according to the logs, no other alarms were generated in connection to the technical error code. The technical error code indicates a power error, this may lead to stop of ventilation. Alarms will be generated.

Event description:
Manufacturer ref. #: (B)(4).